Event description:
It was reported that the patient flipped their ipg in the pocket which caused the leads to be pulled down. X-rays confirmed the leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein all leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.